Event description:
The customer reported approximately 200 milliliters of fluid leaked from underneath the instrument and onto the countertop and floor involving the coulter lh 750 hematology analyzer. The customer also noted auto start was not functioning. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and replaced the detached tubing at the blood sampling valve (bsv) and resolved the issue. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the fluid leak issue. (B)(4).